Event description:
Customer reported blood glucose results of 275 mg/dl on the advantage system and 153 mg/dl within 10 minutes on a professional system. A request was made for the return of the system, replacement was sent.